Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay on (B)(6) 2022. The patient tested with another assay (platform and sample type unknown) on (B)(6) 2022. Which generated a negative result. No further information regarding patient health and outcome was provided.

Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1063043 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1063043 and test base part number 190-430 / lot 1063043. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063043 showed that the complaint rate is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency. The product will continue to be monitored and tracked.